Event description:
It has been reported that while the product was in contact with the pt, the tubing had cracked and the tubing began to leak.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.